Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient reused the infusion set on (B)(6) 2025.the blood glucose level was 230 mg/dl and patient was treated with insulin. No further information available.